Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to duplicate the reported EKG issue. The stm advised the customer to change the non-maquet/getinge EKG leads that were being used with cardiosave. The customer changed the leads. The stm ran the unit and all performance and function tests passed. The customer also reported to the stm that the lithium battery they were using in this unit had been swapped from another cardiosave unit and the batteries appeared to be charging erratically. The stm instructed the customer that a separate repair request would be issued for that complaint/failure. That failure has been reported under mfg report# 2249723-2018-02122. However, the stm replaced the batteries on this unit as a precautionary measure. The iabp unit was then returned to clinical use.

Event description:
It was reported that a battery failure occurred on cardiosave intra-aortic balloon pump (iabp). It was later reported that while in use on a patient, the iabp unit did not display EKG measurements. No adverse event was reported.